Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep retapped the isolated transformer to match the wall voltage set. The sys was tested and found to be working as intended and put back in svc.